Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Product development evaluation revealed the 12.0mm/8.0mm protection sleeve was stuck through the submitted lfn insertion handle. A rolled over edge of the oblique 120 degree hole is providing resistance for the sleeves. This edge is due to hammer blows to the inferior side of the lfn insertion handle. Hitting of the insertion handle directly is not part of the technique. Improper technique, variations in patient anatomy, etc. May lead to poor outcomes of the lfn system. Based on the condition of the returned device and evaluation, the complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that during a femoral nail procedure, the surgeon experienced difficulty getting the trocar to go through the insertion handle and a mallet was used to get it through. After the procedure, the two pieces could not be separated and remained stuck together. This is report 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 2 for this complaint (B)(4).